Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the imaging provided only displays what appears to be coronary angiograms and vascular interventions with guidewire(s), balloon(s) and stent(s) concluding in a revascularization of the affected anatomy. There are no images that confirm a guide wire separation either in the anatomy of in the guide catheter. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4: part number/ lot number / expiration date / UDI. H4: manufacturing date.

Event description:
Subsequent to the initially filed report, the following information was received: the guide wire did not face any resistance during advancement or withdrawal. A new unspecified guide wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the imaging provided only displays what appears to be coronary angiograms and vascular interventions with guidewire(s), balloon(s) and stent(s) concluding in a revascularization of the affected anatomy. There are no images that confirm a guide wire separation either in the anatomy of in the guide catheter. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. Based on the returned analysis, it is likely that during the use, the guide wire shaping ribbon became kinked against the multiple non-abbot devices used, untimely resulting in the tip/shaping ribbon separation during retraction. The noted kinks and bends on the shaping ribbon are consistent with interaction and damages with other devices used. The noted contamination on the wire is likely contrast or procedural contaminate. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex and obtuse marginal coronary artery. Several non-abbott balloons were used for pre-dilatation and post-dilatation. A balance middleweight (bmw) guide wire tip separated and was retrieved by removing the entire system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.